Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 47 mg/dl. The customer reported change sensor alerts and calibration error messages. The customer treated with orange juice and the blood glucose level was 157 mg/dl. The customer did troubleshooting the issue. The insulin pump will not be returned for analysis.